Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer initiated a bolus that was too large resulting in too much insulin being delivered. Reportedly customer's husband attempted to give her juice was unable to customer was unconscious. Reportedly the customer experienced convulsions and vomiting. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.